Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Der states that during I&d surgeon removed the srom stem and sleeve. Before extraction he noticed the stem had sunk into the sleeve with no space between stem and sleeve. Surgeon feels there is problem with either stem or sleeve tolerance.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device has not identified product error regarding the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.